Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of photographs of the damaged device, showing over-rotation of the lock mechanism and heavy damage to the hex drive feature. The torque handle used was returned to the distributor, who provided the torque inspection report showing the handle to be within specification. No device was returned to nuvasive qa for evaluation; further, operative notes were not provided for review of usage/technique. A review of device manufacturing records was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided; however, it is likely the event resulted from an unintended use error by excessive force and over-rotation applied by the user. Labeling review: "¿warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle...cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure..." "...all implants should be used only with the appropriately designated instrument (reference surgical technique)" "...pre-operative warnings: care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The investigation is currently in progress. A review of the device history record was performed and no discrepancies were found. Upon completion of the investigation or if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during a posterior fixation procedure, the surgeon attempted to unlock and remove the cross-connector from the fixation rods; however, the locking cams on both sides of the cross-connector could not be unlocked. Therefore, the surgeon had to remove the rods and replace with new rods and a new cross-connector. It was additionally reported that the surgeon encountered problems with tightening the cross-connector's center screw with a torque handle. There was no further procedure impact reported and no adverse patient impact was reported in association with this event. No additional information is available.